Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the reported issue occurred due to improper handling by the user. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect was returned to olympus for evaluation and the customer¿s reported problem was confirmed, the connector pin at the main body of the scope is broken off and missing. The inspection also noted the rigid outer tube is bent. The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer reported the oes elite high definition autoclavable telescope has a broken off component defect, ¿lock pin missing after reprocessing¿. No death or injury and no impact to patient or other has been reported to olympus.